Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's pump was removed, on (B)(6) 2022, due to an infection and was never replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.